Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter was placed 2 years and 6 months ago. The catheter was replaced on (B)(6) 2015. The dwell time was 2 years and 6 months. There were no patient injuries.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The product sample consisted of one incomplete 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length. A visual inspection was performed and the hub was found wrapped with tape. The catheter was cut approximately 2 cm below the hub. A hole was also found on the joint of the catheter below the hub. Functional testing (underwater test) was conducted and bubbles were detected coming from below the hub, from both lumens which correspond to the venous and arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Do not use acetone on any part of the catheter. The device was in use for 2 years and 6 months. The device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents or excessive force. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.